Event description:
It was reported that the infusion pump was involved in an overinfusion at a hosp in sweden. Reportedly the pump was set to deliver heparin (25,000u/250ml) at 8 ml/hr at 10am. "The nurse stays at the pt for 15-20 minutes while speaking. The infusion pump gives alarm for occlusion and the nurse takes care of it. The nurse leaves the pt and comes back at 12:00 and discovers that 123 ml has been infused, instead of 16 ml. The nurse immediately turns off the pump and informs the doctor in charge and the pt. The pt is watched carefully, atp-time is controlled. The pt shows no signs of injuries." The infusion pump was removed from pt use.